Event description:
Procedure: bariatric procedure. According to the reporter: the versastep cannula broke off and cracked, falling into the patient's cavity. The device fragment was retrieved, no x-ray was performed. The reporter stated there was no patient injury. Case completed with another scope and cannula. The patient current status was stable.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/16/2015.